Manufacturer narrative:
(B)(4): it was reported that following the procedure, the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and boston scientific corporation lynx suprapubic mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal prolapse with cystocele, rectocele and enterocele. It was reported that the patient had the concurrent procedures of anterior and posterior repairs, vaginal vault suspension, enterocele repair and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, and nocturia. (B)(4).